Event description:
It was reported that pump experienced malfunction after it had been dropped. Ultimately, the customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.